Event description:
The customer reported three pts suffered burns at the return electrode site. The degree of burn and pt info was not reported. Please reference reports 1717344-2010-00605 and 1717344-2010-00606 for the other two incidents.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6)2010. Return of the incident sample has been requested. To date, the incident sample has not been returned for eval. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.